Manufacturer narrative:
The investigation of the reported issue was completed with the following response. The analysis revealed a hardware defect of the copra board. In this case, the problem was resolved by defective component replacement. An extensive investigation could not be performed as the copra board was not returned for a detailed investigation. The spare parts consumption has been checked. The investigation did not reveal an accumulation of errors or even a possible general error that would require corrective action on the installed base. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
H11: corrected data: d4: complete UDI number added. H11: corrected data: d4: complete UDI number added.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee floor system. During an emergency procedure, no x-ray exposure was possible. The patient had to be moved and the procedure was completed on an alternate unit. We are unaware of any adverse impact to the state of health of the patient involved.